Event description:
It was reported that balloon ruptured occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 7.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and patient condition was good.